Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a total hip arthroplasty, maxera impactor screw did not engage well into the implant. There was no adverse event to patient. The surgery was finished with another instrument. All required information was provided on reporting document; therefore, no follow up was performed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. Visual review of the inserter showed no damage to the threads or device. The strike plate exhibited signs of previous use. Four maxera cup impactors (pn 00151603044, pn 00151603040, pn 00151603048, and pn 00151603036) were used to test threading engagement and were installed with the proper hex bolt driver. All four maxera impactors seated fully to the device and the hex bolt threaded fully into the maxera cup impactors smoothly. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined, as the issue could not be replicated, and no device problem was found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.